Event description:
Terumo medical corporation received the following reported information: the catheter tip broke off while attempting to enter the lesion. Retrieval was attempted using a distal protection device; however, the fragment could not be captured. The fragment remained in the patient. Fortunately, the fragment, which was the proximal tip of the catheter, embolized a side branch of the superficial femoral artery (sfa), without any clinical consequences. No harm was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: quality & compliance manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Our inspection of the returned sample upon receipt found no anomalies; therefore, this event is currently deemed a non-reportable event.